Manufacturer narrative:
Received one 60-7570-005 in opened original packaging. Lot number was verified. Performed a visual inspection of the device, within the pencil the solder on the back of the circuit board was connecting the neutral to the coag connection. Performed a functional inspection using the esu system 7550, the coag continuously ran without pressing the button. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. Inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7570-005 device was being used on (B)(6) 2019 during a upper vaginectomy with possible colostomy when the cautery handpiece activated without buttons being depressed. The device is reported as having registered an error message; therefore, the staff inspected the device, restarted the device and found no further error codes. The device was reported as having been laid on the patient's bowel during the event. The patient sustained a burn on the small bowel that required a resection/repair due to the burn. The patient is reported as recovering as expected. There was no other medical intervention and no hospitalization required for the event. This report is being raised on the basis of injury due to unknown degree of burn.